Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-110mg/dl fasting. The customer stores the strips in the kitchen. Reviewed meter memory: (B)(6). Customer is concerned with all the meter memory results reviewed. Ccr received a call from (B)(6) pharmacy requesting a replacement for a meter which they replaced for a patient. Customer, (B)(6), went to the pharmacy with a complaint the true metrix meter she was using was giving her results higher than that of her expected fasting range of 100-110mg/dl. Customer stated she compared her meter with the meter at her doctor's office with a difference of 30mg/dl. Customer state she had been taking prednisone and tapering down the dose. Ccr could not verify if the meter has the date and time set properly. (B)(4) did not have any strip information as she no longer had the container of strips nor did she return them to the pharmacy.